Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, a loss of capture and p-wave amplitude variation was observed on the right atrial (ra) lead. During a revision procedure, insulation damage was visually observed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of insulation defect, failure to capture and p-wave amplitude variation were confirmed. As received, a complete lead was returned in two pieces for analysis. One lead-to-can external insulation abrasion that breached the outer insulation and exposed the outer coil was noted on the connector piece. The other damages on these two pieces were consistent with procedural damages. The cause of the reported events of failure to capture and p-wave amplitude variation was isolated to the lead-to-can external insulation abrasion. Electrical testing did not reveal any indication of conductor fractures or internal shorts on any conduction paths.